Event description:
(B)(6) / this device was recalled by the mfg per FDA around mid-march with notification to pharmacies march 23-26, 2026 some additional products were added on april 10, 2026. Tell me why, I as given one box of this product at walgreen pharmacy at (B)(6)? They have had well over 2 months to get these products out of their system. It came from a warehouse, to a store, through a pharmacist and ended up in my bag (B)(6) 2026 picked up (B)(6) 2026 or so. I used one of the pods not thinking they could possibly still be out there and have since received emails and calls from the manufacturer to notify me. My issue is with walgreens. They were irresponsible at the least.. Is their system broken? How could it pass through so many hands and not be caught? Do they not care and did they purposely pass the issue of calling the manufacturer, speaking with someone and getting them returned onto me? Neither is acceptable! Governance over this process should be more purposeful and with recourse that matters! The waste of my time, the stress and frustration affect my health as does faulty equipment! Do better...oh and I will be getting my lawyers and media involved. They risk peoples life. Additional product details: ref pod-omni-i1-6720 these have been recalled by the FDA.